Event description:
It was reported that the insulin gauge displayed a different amount than expected, leading to a fill estimate issue. There was no reported adverse impact to customer's blood glucose. Technical support guided the caller through filling and loading a new cartridge, and the user was able to resume therapy successfully.